Event description:
It was reported, the patient was going to have their 3rd revision surgery due to the pump moving in the pocket. The pump was placed in (B)(6) 2009. In (B)(6) 2009, the patient had it fixed; it was trying to flip. The patient then had to have it fixed again in (B)(6) 2001 because it started moving again. It has come loose again and the patient planned to have it fixed again. Per the patient, the pump allowed greater range of motion, less dystonic tremors and taking less oral medication. The pump delivered baclofen.

Event description:
All follow-up information pertaining to the two other previous pump revisions will be sent in separate manufacturer¿s reports. This manufacturer¿s report only contains information regarding the current pump revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, lot # n184776001, implanted on: (B)(6) 2009, explanted on: unknown. (B)(4).